Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the measured amplitude of the first ventricular event is always smaller than the amplitude of following events during the sensing tests. This led to the recording of an incorrect value for the minimal and maximal amplitude measurements.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the measured amplitude of the first ventricular event is always smaller than the amplitude of following events during the sensing tests. This led to the recording of an incorrect value for the minimal and maximal amplitude measurements.